Event description:
Site reported they were unable to navigate to a target using the superdimension system. The superdimension portion of the case was canceled and the patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
Procedure recordings, a component of the system, were returned for eval. The eval identified a software anomaly in the planning and procedure application as the site did not name a target and the site could not toggle past the target without a name. The planning software anomaly poses no safety risk and the user can use the menu to select "other target" as current target or open the planning application on the procedure tower delete the target and create a new target to address the procedure anomaly. The failure modes for the software anomalies are acceptable per the superdimension fmea documentation.